Manufacturer narrative:
The field service engineer determined that the wash station needles were not aspirating the cuvettes sufficiently, causing leakage into adjacent cuvettes. Probes and a solenoid valve were replaced. Cell blank measurements were performed. Controls were measured. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 4000 c (311) stand alone system. No incorrect results were reported outside of the laboratory. The first sample initially resulted with an na value of 148 mmol/l, which repeated as 169 mmol/l. The second sample initially resulted with an na value of 226 mmol/l, which repeated as 128 mmol/l. The third sample initially resulted with an na value of 294 mmol/l, which repeated as 141 mmol/l. The na electrode lot number and expiration date were requested, but not provided.